Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 25 mmol/l. The customer stated that the insulin pump was broken, falling apart and reset itself all the time. She also noted an error that alarmed. She stated that she was not receiving insulin during the night. The damage to the insulin pump was to the bottom, and she observed that the drive support cap had detached itself from the device; she manually pushed the cap back in. The customer treated with manual injection. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the self test due to a faulty component on the radio frequency board. The device was received with loose/protruded drive support disk, broken off end cap, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and peeling keypad overlay. No unexpected reset noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.